Event description:
It was reported that the pt expired. The cause of death was unk. It is unk if an autopsy was performed. The pump contained morphine sulfate 15mg/ml at a dose of 4.354 mg and bupivicaine 10 mg/ml.

Manufacturer narrative:
.